Event description:
Pt activated a pod at night and the next morning her bg was within normal range. At 3:50pm, her bg was 422 mg/dl and later that night (8:40 pm - 10:30pm) her bg was in the upper 300s mg/dl. Pt ¿hyperventilated¿ and was hospitalized for dka. She reported the cannula looked kinked. The pod was not returned for investigation.

Manufacturer narrative:
Product was not returned for eval ¿ we are unable to determine if any malfunction occurred that may have caused or contributed to the pt¿s dka. The omnipod¿s user guide warns, ¿¿if you experience unexpected elevated blood glucose levels, change your pod.¿ the user guide advises ¿the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day.¿ it instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill then contact a hcp for guidance. If ketones are trace or negative then continue treating for high bg. If ketones are positive, but are not feeling ill then replace the pod using a new vial of insulin. Check bgs again in 2 hours, if they have not decreased then contact a hcp immediately for guidance. The omnipod¿s user guide warns, ¿if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.¿ the omnipod¿s user guide also warns to ¿check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result.¿ a review of the pod lot qualification records could not be performed since no lot number was provided.